Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The distal end of the catheter was not returned for analysis. There were numerous hypotube kinks. Inspection of the inner and outer shafts presented no damage or irregularities. The midshaft was separated 119cm from the hub. The separated the material was jagged, stretched and necked-down. Inspection of the corewire presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the proximal right coronary artery. A 4.5mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, after the balloon completed to inflate the lesion, the hypotube shaft was fractured during withdrawal. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.